Event description:
It was reported that the user's caregiver observed a blood glucose rise with moderate ketones after the user entered a false meal announcement while continuing to wear the ilet and administering external insulin, which reflects an improper or incorrect procedure or method and does not implicate a specific device component. Symptoms included hyperglycemia and elevated ketones. Outcomes included insufficient information regarding the impact of the event. Investigation included analysis of information provided by the user or third party. Investigation of this case revealed no device problem, a usage problem was identified, and the issue aligned with failure to follow instructions rather than a component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.